Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon described that busy with the procedure and the device was used to divide the ima. Immediately after firing the device and opening the jaws, bleeding was noticed coming directly from the staple line (arterial spurting). The case had to convert to an open procedure. The surgeon believes that the device failed to properly divide the artery.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Reporter alleged the pt received a discrepant blood glucose result of 33 mg/dl back to back with a result of 177 mg/dl on the inform system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the atw45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.